Manufacturer narrative:
On 19-sep-2024, bwi received additional information indicating that the splines were remained in the intracardiac. Surgery was not performed as the patient did not choose it. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-jul-2024, bwi noted that there was information mistakenly omitted from the previously submitted initial report. The medical team had confirmed that the catheter was stuck in the valve and not stuck in deflection. Outcome of adverse event is unchanged. The patient had fully recovered. However, the patient required extended hospitalization because of removal of the splines. The physician's opinion on the cause of the adverse event was the procedure. Due to the confirmation of extended hospitalization, the following updates were noted on this supplemental report: - b2 "hospitalization initial/prolonged" has been selected. - h6 health effect - impact code for "hospitalization or prolonged hospitalization (f08)" has been selected. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31281126l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a octaray mapping catheter and the patient experienced foreign body. Intervention is unknown. During post mapping, octaray got stuck in a mechanical valve. Part of the spine was damaged. Prior explanation was given that mechanical valves are forbidden. There was no health risk to the patient, and the octaray was replaced to another new one to resolve the issue. The procedure was completed without patient's consequence. The catheter was deflected at that time, but it was unknown how much it was deflected. No strange feeling was felt during removal of the catheter. It was reported that electrode was detached. The detached electrode remained in the intracardiac. There was no additional information on if additional interventions were performed, however it was reported that the patient's condition had not been affected.